Manufacturer narrative:
We observed something similar to the customer report during initial testing. However, it was duplicated or verified. We suspect the initial observation was related to a test battery, but ths could not be confirmed at the time. The event batery was not returned and we suspect it may have contributed. The territory manager is scheduled to visit the site to check on battery management practices and age of the inventory. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, a first shock was delivered. However, after resuming CPR; upon an attempted second shock, the device took an extended time to charge and disarmed the charge prior to reaching the set energy level. Three further attempted shocks resulted the same. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.